Event description:
The patient experienced a loss of following effect following surgery three weeks ago. She also had a overstimulation sensation lying on her back with a pillow underneath her legs having physical therapy. Further info was requested.

Manufacturer narrative:
(B) (4).